Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospital visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016; checking your blood glucose 7/page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient went to the hospital due to his blood glucose reading at 20 mmol/l (360 mg/dl). At the hospital they try to activate a new pod but it generated an occlusion alarm. The syringes was locked up in the pharmacy so they was not able to give the patient a manual injection to treat the patient's bg levels. The pod was worn for less than an hour. There was also blood noted at the adhesive pad. There were a total of 9 pods related to this hospital visit event ((B)(4)).